Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm for 10 seconds. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: a1. Product event summary: the hvad pump was not returned for evaluation. The controller was returned for evaluation. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed one electrical fault alarm on (B)(6) 2019 and one electrical fault alarm on (B)(6) 2019 due to an open phase on the front stator. Log file analysis also revealed one high watt alarm on (B)(6) 2019 due to the increased power consumption needed to run on a single stator. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported event may be attributed, but not limited, to a marginal connection of the driveline extension cable to the controller, a marginal connection of the driveline extension cable to the driveline, or contamination within the connectors. Additional products: pump ¿ (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced another electrical fault alarm and a high watt alarm. The controller was exchanged and the pump remains in use.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ pump / hw29024 / model #: 1104 / catalog #: 1104 / expiration date: 2019-04-30 UDI #: asku no device evaluation anticipated, but not yet begun mfg date: 2017-04-30 patient code(s): c76143 device code(s): c62860 FDA results code(s): 3233 FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.